Event description:
It was reported, on (B)(6) 2024, when the nurse was preparing to use it on the patient, she opened the package and found that there was no needle cap, and then replaced the implantable drug delivery device with a new indwelling needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.